Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ultra link meter read inaccurately high. On (B) (6) 2010, the medical surveillance specialist (mss) spoke with the pt and obtained add'l info included below. The pt provided the following info: she stated that her blood glucose level fluctuates widely and she has hypoglycemia unawareness. She told the mss she has had several hypoglycemia incidents that have required her to be treated with glucagon. She could not recall specific dates and times of any of the incidents and could not recall what blood glucose readings she received before or after the incidents. She said she called lfs on (B) (6) 2010 because a comparison had been made between her lfs meter reading and lab test conducted within 10 minutes of each in (B) (6). The lfs meter reading was 238 and the lab reading was 137 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the criteria for accuracy. Based on product info provided, there is no indication that the lfs product contributed to adverse event. The pt did not provide info linking her reported hypoglycemia incidents to lfs product issue(s). The complaint is reported due to the alleged inaccuracy in comparison to a lab reading. The pt's product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.